Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper link screw was loose. It was determined that this failing part caused the system error 322 alarms and has been replaced. Addtional information: loose or intermittent connection.

Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.